Event description:
It was reported that patient presented post-procedure experiencing low blood pressure. An echocardiogram was performed, and pericardial effusion was noted. Pericardiocentesis was performed and the drain was removed. Upon interrogation, it was noted that right atrial leadless pacemaker (ralp) exhibited p wave amplitude variation and failure to capture. Programming changes were made to resolve the capture and sensing issues. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.